Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump displayed system error 105 during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
The device evaluation was completed for the reported event of system error 105. A service history review revealed no issues that could have caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was verified as it was reproduced at power up of the device. System error 105 was also verified through a review of the event history log which found the alarms to occur at start up. Evaluation found a failed motor to be the cause, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.